Event description:
The customer reported via phone call that their insulin pump's threshold suspend feature was activated when their blood glucose was not low. Customer's blood glucose was 158 mg/dl and their sensor glucose read 69 mg/dl. The customer also reported a bent cannula on their previous sensor. The customer was advised that the device would be replaced. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.